Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed (stent noted as flowered). The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling when removing the device from the coil dispenser resulted in the noted device damages (wrinkled sheath, separated inner member) resulting in the sheath to slightly retract, thus resulting in the reported/noted stent premature activation and the reported difficult to remove from the coil dispenser. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event updated from ni to 5/17/2024

Event description:
Subsequent to the initially filed reports, additional information was provided. Difficulty was meet removing the acculink ses from the coil dispenser. Once removed it was noted the stent was exposed (not flowered).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 8.0x40mm acculink self expanding stent system (ses), the transport cover hardly came off and then only came off the catheter with difficulty. The first centimeter of the stent came out of the sheath. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.